Event description:
Reportedly, the tip of the srgiwand broke off and the doctor was unable to locate it. They completed the case without any reported injury or ill-effects to the pt. Procedure type: laparoscopic cholecystectomy. Pt sex:male.